Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation the lead exhibited difficulty in finding the ideal placement location due to atrial flutter, atrioventricular block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.